Event description:
It was reported the bronchovideoscope's distal end was burnt. The event occurred during maintenance. There was no of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d4, d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found the distal end was severely burnt. Based on the results of the investigation, probable cause is likely use of high-energy treatment device (laser, radiofrequency, etc.) Without sufficient distance from the centile (handling problem). However, the root cause of reported issue could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.